Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: there were no alarms related to the original complaint in the alarm history. The pump was exercised for 24 hours; there were no programmed boluses delivered or recorded in the pump history during that time. There was no hypersensitivity to the buttons on the keypad. The total daily doses correctly added up and the pump was found to be operating within required range and delivery accurately. Unrelated to the original complaint, the pump had vibration, but no audio. The pump cover was removed and a cold solder was observed causing the audible alarm sound loss. The returned battery and cartridge caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) less than 70 mg/dl, but greater than 40 mg/dl without symptoms associated with an alleged inaccurate delivery issue. It was reported that the patient is unaware when their bg is going low and uses a continuous glucose monitoring system and was alerted via the device. Reportedly, the patient discontinued the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient did require assistance from a 3rd party and was treated with oral carbohydrates. During troubleshooting with customer technical support (cts), it was revealed that there were extra boluses recorded in the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.